Event description:
It was reported that the patient received the elective replacement indicator (eol) message from their spinal cord stimulation (scs) implantable pulse generator (ipg) approximately two months after it was implanted. The patients stimulation parameters were reviewed which confirmed the patient was not a high frequency user. The patient underwent a procedure in which the ipg was replaced. The procedure was completed successfully and there were no patient complications.

Manufacturer narrative:
Update to initial MDR in block h6 evaluation conclusion code.

Event description:
It was reported that the patient received the elective replacement indicator (eol) message from their spinal cord stimulation (scs) implantable pulse generator (ipg) approximately two months after it was implanted. The patients stimulation parameters were reviewed which confirmed the patient was not a high frequency user. The patient underwent a procedure in which the ipg was replaced. The procedure was completed successfully and there were no patient complications.